Event description:
Ri;;it was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) lead shock impedance low out of range and left ventricular (lv) lead pacing impedance low within normal limits. The device remains in service. No adverse patient effects were reported.